Event description:
The affiliate reported a customer alleged a healthcare worker was burned and had discoloration of the right index and middle fingers while handling the tweezers from a sterrad 200 sterilizer canceled cycle. No medical attention was sought, the healthcare worker recovered within the day and the symptoms have cleared.

Manufacturer narrative:
(B)(4) skin contact. The sterrad 200 user's guide states: if a cycle cancels or if items in the load appear wet, hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves while removing the items from the chamber, and while wiping off the items with a damp cloth. Dispose of contaminated cloth according to your facility's procedures. Customer was informed, per user's guide (above) that gloves should be worn when removing canceled loads.